Event description:
The quality analyst from anspach reported that during a routine inspection, the seal on the inner tyvek pouch was missing on the package containing the irrigation tubing and clips assembly. The product is sold as a sterile device. The sterility was compromised which may cause injury when used on a patient.

Manufacturer narrative:
This is a class 1 device - 510(k) exempt. The components for this item are provided by anspach. Angiotech, reading assembles the finished good item, hand packs, hand seals, sterilizes and returns to anspach for distribution. Method: the actual piece was returned and visually examined. Results/conclusion: the seal on the inner tyvek package was omitted during the packaging/sealing operation. This is a packaging issue, not a product defect. Eleven thousand seven hundred and twenty eight (11, 728) pieces were assembled, packaged, sealed and sterilized for this specific lot and returned to anspach. One (1) package was found defective. Relevant portions of the device history record were reviewed for the item/lot reported. No pertinent findings were noted. Corrective action: awareness training was performed for the packaging employees and documented by the packaging supervisor. (B)(4). Item # 64-0032-1, anspach, irrigation tubing and clips, lot# m607900.